Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, following a colostomy takedown procedure for the treatment of diverticulitis, an air leak was detected during testing. A simple oversew was performed to address the issue.